Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that the day after implant, x-ray was performed and it was found that there was no slack on both right atrial (ra) and right ventricular (rv) leads. Subsequently, the patient underwent a surgical intervention to give the slack back to the leads. Both leads remain in service. No additional adverse patient effects.